Event description:
On (B)(6) 2019 a spill involving a paclitaxel chemotherapy drug preparation occurred inside the i.v. Station onco device. The spill was identified and subsequently cleaned by the user. There is no adverse patient effect related to this drug spill within the device.